Event description:
It was reported during remote follow up that the pacemaker was exhibiting a diagnostic anomaly in which the device was not delivering alerts. Programming changes were completed. The patient was stable.